Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0buzm, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient's interstim went to the intermediary sign and had not been functioning properly. The patient was having problems with their device. The patient had a lot of trouble with 1 patient programmer and they called twice before being educated and having troubleshooting. The patient had the poor communication screen on the patient programmer. The patient was not recently implanted and had not had a revision surgery. The patient did not use an antenna with the programmer. The patient placed the programmer directly over the implantable neurostimulator (ins) on the skin and synced with the ins. Then the patient powered the programmer off and on and resynced with the ins. These did not resolve the issue and the patient could not communicate and was not able to increase or decrease stimulation. The patient usually felt stimulation and felt stimulation yesterday. The patient did not feel stimulation today and then noted maybe they were feeling it today. The patient's next appointment with their health care provider (hcp) was in (B)(6). The patient received a new programmer 2 days later and the new programmer didn't connect to the ins either. The patient used the new programmer and confirmed it was showing a poor communication screen. The patient didn't use the antenna and placed the programmer over the ins. The patient repositioned the programmer and was still not able to connect. The patient sent their old programmer back yesterday. The patient installed new batteries in the programmer and it did not power up. The patient tried again and was still not able to power on the programmer. Analysis found the complaint was unverified and the original programmer tested ok. The antenna jack was resoldered for preventative maintenance. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.